Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded an out of range impedance measurement exhibited by the right ventricular (rv) shock lead. Pocket manipulation elicited a small amount of noise on the shock channel. All other lead measurements were normal. There were no reported adverse patient effects.